Event description:
The customer reported via phone call that there were cracks on the insulin pump and condensation inside the screen. Customer also had frequent battery changes (2-3 weeks) and an issue with the act button sticking.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.